Manufacturer narrative:
Additional information: concomitant med prod data.

Event description:
It was reported by the customer that the pump failed to clamp the tubing and the norepinephrine "free flowed". The event occurred on (B)(6) 2023 at 0435. The issue was noted quickly by the clinician and resolved. The intended infusion of norepinephrine in d5w 8 mg/250 ml was to infuse at a rate of 9.8 ml/hour. The hospital's director of pharmacy indicated that approximately 10-20ml over 1-2 minutes was infused at the tie the issue was identified and "no significant harm, only elevated blood pressure." No additional intervention was performed. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported by the customer that the pump failed to clamp the tubing and the norepinephrine "free flowed". The event occurred on 07 june 2023 at 0435. The issue was noted quickly by the clinician and resolved. The intended infusion of norepinephrine in d5w 8 mg/250 ml was to infuse at a rate of 9.8 ml/hour. The hospital's director of pharmacy indicated that approximately 10-20ml over 1-2 minutes was infused at the tie the issue was identified and "no significant harm, only elevated blood pressure." No additional intervention was performed. There was patient involvement but no harm.

Event description:
It was reported by the customer that the pump failed to clamp the tubing and the norepinephrine "free flowed". The event occurred on 07 june 2023 at 0435. The issue was noted quickly by the clinician and resolved. The intended infusion of norepinephrine in d5w 8 mg/250 ml was to infuse at a rate of 9.8 ml/hour. The hospital's director of pharmacy indicated that approximately 10-20ml over 1-2 minutes was infused at the tie the issue was identified and "no significant harm, only elevated blood pressure." No additional intervention was performed. There was patient involvement but no harm.

Manufacturer narrative:
Investigation summary : the reported issue that the pump failed to clamp the tubing and the norepinephrine "free flowed" was confirmed based on functional testing performed. External inspection noted the latch, sear, and pivot latch screw were noted to be third-party parts from an unknown manufacturer. Laboratory test results performed on the reported suspect pump module noted that the third-party sear part failed to clamp the set tubing twice; however, the system alarmed as the design intends. Rate accuracy testing performed also noted no indications of unregulated flow observed. The event was reported to have occurred on 07jun2023 at 4:35 am. Review of the pcu event log showed on the reported event date and time that the suspect pump module was programmed with a primary infusion of guardrails drug norepinephrine-standard dose (drug ID 233) at a calculated rate of 9.8ml/hr and volume to be infused of 250ml (expected duration of 25 hours and 30 minutes). Primary volume infused (pvi) was noted as 0ml. Approximately one minute later, the pump module channel off key was pressed which also powered off the pcu. Pvi was noted as 0.032ml. The next time the pcu was powered on was at 5:06 am; approximately 30 minutes after the reported event time. Review of the pcu and pump module error logs showed no records associated to the reported incident. Inspection and testing of the incident administration set could not be performed as the set was not returned for investigation. It is best clinical practice to first close the roller clamp on the administration set prior to opening the pump module door. The roller clamp is always the primary mitigation to prevent unintended flow. Customer¿s use of third-party/replacement parts that have not been approved by bd for the alaris system is at the customer¿s own risk and patient risk, and may void the product warranty provided by bd. If non-bd parts are used for the maintenance, repair, or operation of bd equipment, those parts have not been validated by bd to be used within the alaris system medical devices. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the probable cause of the report that the pump failed to clamp the tubing and the norepinephrine "free flowed" was attributed to the latch sear not engaging the set safety clamp as intended. External inspection noted a third-party latch sear assembly. Note that imdrf annex a0404, a1801, c070606, c0601, d15, d02, and g04037, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the pump failed to clamp the tubing and the norepinephrine "free flowed". The event occurred on (B)(6) 2023 at 0435. The issue was noted quickly by the clinician and resolved. The intended infusion of norepinephrine in d5w 8 mg/250 ml was to infuse at a rate of 9.8 ml/hour. The hospital's director of pharmacy indicated that approximately 10-20ml over 1-2 minutes was infused at the tie the issue was identified and "no significant harm, only elevated blood pressure." No additional intervention was performed. There was patient involvement but no harm.